Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same, it cannot be determined that the alleged infections, sepsis and hospitalization are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks and met specifications before and after placement.

Event description:
On 16-jul-2021, a device evaluation was completed by kci quality engineering. On 08-apr-2021, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6) 2021, the device was placed with the patient. On 14-jul-2021, the device was tested per quality control procedure by kci quality engineering and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, kci could not determine that the alleged infections, sepsis and hospitalization were related to the activ.a.c." Ion progress" remote therapy monitoring system. The patient has a significant history of chronic infections and antibiotic therapy and it is unclear what lead to the alleged sepsis. The wound that was on v.a.c.¿ therapy presented with odor and the patient's antibiotic regime was modified. An evaluation of the device is currently pending completion. Device labeling, available in print and online, states: standard precautions. Always follow standard precautions. Standard precautions are designed to reduce the risk of transmission of microorganisms from both known and unknown sources of infection. These precautions can be applied to all patients, regardless of their diagnosis or presumed infection status, and should be used when contact is anticipated with blood and all body fluids. This also included secretions and excretions (except sweat) regardless of whether blood is visible or not, non-intact skin (i.e., open wounds) and mucus membranes. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.¿ dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.¿ therapy should be discontinued. Precautions: the v.a.c.¿ therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. Device labeling, available in print and online, states: standard precautions. Always follow standard precautions. Standard precautions are designed to reduce the risk of transmission of microorganisms from both known and unknown sources of infection. These precautions can be applied to all patients, regardless of their diagnosis or presumed infection status, and should be used when contact is anticipated with blood and all body fluids. This also included secretions and excretions (except sweat) regardless of whether blood is visible or not, non-intact skin (i.e., open wounds) and mucus membranes. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.¿ dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.¿ therapy should be discontinued. Precautions: the v.a.c.¿ therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On (B)(6) 2021, the following information was provided to kci by the patient's family member: on (B)(6) 2021, the patient was admitted to the hospital allegedly due to a wound infection. On (B)(6) 2021, the following information was provided to kci by the hospital coordinator: the patient is currently hospitalized. No additional information. On (B)(6) 2021, the following information was provided to kci by the nurse: the patient allegedly had an infection noted around the heart. The source of the infection was unknown. On (B)(6) 2021, the following information was provided to kci by the nurse: the patient is on hospital hold for admitting diagnosis of sepsis. The source of infection could not be confirmed. On (B)(6) 2021, clinical records were provided to kci by the hospital that noted the following: the patient was admitted to the hospital on (B)(6) 2021 with admitting diagnosis of dehydration, wound infection, and acute kidney injury. The wound was noted to have a malodorous smell. The assessment/plan noted "sepsis, without acute organ dysfunction. Secondary to wound infection. The patient meets sepsis criteria with leukocytosis and elevated lactic acid level...blood cultures are pending. Continue zosyn and add vancomycin. 2. Right leg wound infection with cellulitis... 3. Generalized weakness. With ambulatory dysfunction. Secondary to #1... 4. Atrial fibrillation... 5. Diabetes mellitus type 2... 6. Ckd [chronic kidney disease] stage iii[...7. Dvt [deep vein thrombosis] prophylaxis." On (B)(6) 2021, the patient's discharge summary noted chief complaint was wound infection "right leg wounds with wound vac".". "On initial work-up patient was found to have an infected leg wound. Patient with removal of wound vac from leg wound during hospital stay. During hospitalization patient was found to have vegetation noted on valves with endocarditis. Infectious disease was consulted, and cardiology was consulted. At this current time recommendations for IV [antibiotics] until (B)(6) 2021 and 1g [antibiotics] every 12 hours same in date. Cardiothoracic surgery was consulted to evaluate valvular disease at this current time would recommend 4 weeks of therapy prior to repair. Afebrile vital signs stable discharge to marion swing bed in improved stabilize condition. Patient with no major events during this hospital stay. Patient and daughter are in agreement with transfer to marion swing bed for completion of IV antibiotics and strengthening exercises. Midline ordered and placed on the day of discharge. Mitral valve endocarditis/bacteremia corynebacterium/leg ulcer right leg/pseudomonas infection. Chronic cellulitis right lower leg since 2001". The condition at discharge was noted as improved. A device evaluation for the activ.a.c." Ion progress" remote therapy monitoring system is currently pending completion.